Event description:
It was reported the pt ((B)(6)) received effective stimulation and paresthesia immediately following the procedure to implant the scs system. There were no problems noted during the procedure. While in recovery, the pt reported paralysis with a total lack of sensitive motor response from both lower extremities. The physician performed radiologic analysis and elected to remove the lead. During the explant process, intra-operative testing revealed normal impedance values, but no paresthesia/stimulation felt by the pt. The lead, lead extension and anchor were all explanted and discarded by the physician. Follow up information revealed the pt is still experiencing paralysis and has initiated a rehabilitation program.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.